Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
'The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a lifted flex cable from the connector of the control board. The flex cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis for report of this type has not identified an increase in trend.